Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. The overall length of the device received for analysis was 138.9cm from strain relief as there was no tip, balloon, or guidewire lumen present. Approximately 30.9cm of the inflation lumen was stretched down. There was blood and contrast present in the inflation lumen. Product analysis could not confirm the reported event, as the balloon was not returned for analysis.

Event description:
Reportable based on device analysis completed on 12may2021. It was reported that inflation issue was encountered. The target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon cather was advanced for dilatation. During the procedure, the device could not be inflated. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a shaft break.